Manufacturer narrative:
(B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed in section which is the us list number. The device involved in the event was not returned, it was disposed of; therefore a return sample evaluation is unable to be performed. An ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an (B)(6) 2017, a patient in hungary underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018 the patient had stomach pain, the stoma site was red and stomach content was coming out of the stoma. On the 6th of april patient had gastroenterological intervention. There were some smaller ulcers at the internal retention plate, the peg/j was removed. On the (B)(6) a new stoma site was created and new peg/pej was inserted, the patient was placed on cefuroxime 500 mg 2/1 day for 4 days.

Event description:
On (B)(6) 2018, when the patient underwent gastroscopy, a buried bumper was discovered. The patient was hospitalized, and the peg-j tubing was removed. The patient received unknown antibiotic treatment, the peg-j tubing was re-implanted two days later, and the patient's condition improved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, when the patient underwent gastroscopy, a buried bumper was discovered. The patient was hospitalized, and the peg-j tubing was removed. The patient received unknown antibiotic treatment, the peg-j tubing was re-implanted two days later, and the patient's condition improved.